Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet, with the most recent event lasting about 20 minutes and corrected by oral glucose, and the device issued a low glucose alert. Symptoms included jitteriness and sensitivity to cold and heat. Outcomes included no need for outside assistance and no medical intervention. Investigation included user counseling on syncing data via the mobile app for review and education on supply support and troubleshooting resources. Investigation of this case revealed that the cause of hypoglycemia remained unclear, and no device malfunction or component failure was identified due to the lack of synced data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.